Event description:
The customer reported spots in the image. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling off. This report is being submitted for the malfunction found by service during the device evaluation [coating peeling off].

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. Further evaluation of the device confirmed the customer¿s reported image issue and found it was due to stains on the image guide bundle. In addition, service found the insertion tube was crushed, due to external factors. The bending angulation was lacking due to elongation of the angle wire. The bending rubber was sagging due to handling and external factors. The scope connector, universal cord, up/down plate, angle lock, control grip, switch box, and control section, demonstrated scratches due to handling and external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.